Manufacturer narrative:
Manufacturer's comment: the risk-benefit relationship of seprafilm is not affected by this report. (B)(4).

Event description:
Postoperative adhesive intestinal obstruction [intestinal obstruction]. Case description: literature report was received on (B)(6) 2011, from a physician regarding a child, initials unknown. This report is from a literature article entitled "consideration regarding adequacy to all of the pediatric laparotomy cases with seprafilm use from the view point of medical cost." The patient's medical history was not provided. On an unspecified date, the patient had seprafilm applied. On an unspecified date, the patient experienced postoperative adhesive intestinal obstruction. The action taken with seprafilm was not provided. The patient's outcome for the event was not provided. Concomitant medications were not provided. The relationship between seprafilm and the event was not provided by the reporting physician. Additional information was received on (B)(4) 2011. The infant patient had a laparotomy and seprafilm was used.